Manufacturer narrative:
Device evaluation: one smiths medical cadd cassette was returned for analysis. The visual inspection detected no discrepancies. Functional testing included leak testing. Leak testing identified leaking from the bottom of the bag. Based on the evidence, the complaint was confirmed. The problem source of the reported event was identified as manufacturing.

Event description:
Information was received that this smiths medical cadd cassette reservoirs was found to be leaking drugs. It was reported that this did not occurred during patient use. No reported adverse effects.